Manufacturer narrative:
This MDR was created by (B)(6), device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.

Event description:
The wife of patient called to report the adhesive pad did not stay attached to the body and the v-go 30 device her husband was using fell off prior to the 24 hour period. Patient wife stated this has happened multiple times in the past two weeks since starting v-go device however the patient wife did not provide a specific amount.